Manufacturer narrative:
Corrections: section a1 - patient identifier should be na for non-applicable. Section h1 - type of reportable event was incorrectly submitted in the initial report, it should be malfunction. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a primary reconstruction breast surgery, the physician noticed the back of the tissue expanders looked delaminated. The physician was not comfortable using the device due to the separation of layers of the tissue expander. The device did not come into contact with the patient.

Manufacturer narrative:
Additional information: after secondary review of this file performed on (B)(6) 2021, it was decided to add medical device problem code delamination to more accurately capture the reported event. On march 23, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the cpx4 with suture tabs tall height smooth expander 450cc breast implant. According to the manufacturing processes, the space inside in the back is part of the device. The shell is sealed with the base on the borders using a washer and the rest of the shell just lay inside the device. There is no risk related to this and it is normal. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).